Event description:
Patient had a port-a-cath placed in 2007. It functioned fine until 2009 when staff had difficulty flushing it. Chest x-ray indicated the catheter had separated from the port-a-cath. The catheter had to be retrieved from her venais system. This was done successfully along with removal of the port-a-cath. Diagnosis or reason for use: met. Breast cancer.